Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6-12f mynx control venous vascular closure device (vcd) deflated without the stopcock being opened and the device came out of the patient before button 2 was pushed during an atrial flutter ablation. The polyethylene glycol (peg) was deployed at the venotomy, and hemostasis was achieved with no additional issues. There was no reported patient injury. Direct visualization was blocked, and it could not be confirmed whether the balloon deflated prior to the device falling out of the patient. The procedure was performed using an antegrade approach. The deployer was in training with the device. A cordis avanti+ 8f sheath was used. Femoral access suitability was verified, and the device was used in the right femoral vein. The vessel diameter was at least 5 mm, with no tortuosity and no peripheral vascular disease (pvd) or calcium present. The device was stored and prepared according to the instructions for use (IFU), with no device or package damage noted prior to use. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft, and the balloon did not lose pressure after being pulled to the arteriotomy/venotomy. The device was not returned for analysis. The product history record (phr) review of lot f2530207 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the balloon loss of pressure reported while in the patient. However, handling factors (user was in training at the time of use), access site vessel (although it was reported that there was no tortuosity or pvd/calcium present) and/or concomitant device factors are likely since excessive force applied to the device, calcification/pvd at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6f¿7f mynx control vascular closure device (vcd) deflated without the stopcock being opened and the device came out of the patient before button 2 was pushed during an atrial flutter ablation. The polyethylene glycol (peg) was deployed at the venotomy, and hemostasis was achieved with no additional issues. There was no reported patient injury. Direct visualization was blocked, and it could not be confirmed whether the balloon deflated prior to the device falling out of the patient. The procedure was performed using an antegrade approach. The deployer was in training with the device. A cordis avanti+ 8f sheath was used. Femoral access suitability was verified, and the device was used in the right femoral vein. The vessel diameter was at least 5 mm, with no tortuosity and no pvd or calcium present. The device was stored and prepared according to the instructions for use (IFU), with no device or package damage noted prior to use. There was no prior pta, stent, or vascular graft, and the balloon did not lose pressure after being pulled to the arteriotomy. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.